Manufacturer narrative:
The cmac pocket monitor was not returned to karl storz for evaluation.

Event description:
Allegedly, during an intubation of a infant, the cmac pocket monitor stopped working within 2-3 minutes despite the charger indicating a full charge. Although the infant did not survive, the hospital respiratory therapist stated that its demise was not related to the cmac pocket monitor.